Manufacturer narrative:
H.6. Investigation findings code c21: findings awaiting results of engineering report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a zone 2 dissection using gore® tag® thoracic branch endoprosthesis (tbe). The physician attempted to deploy the device, but due to wire wrap it did not deploy correctly. The physician was unable to remove the wire wrap, so the device was removed and another device was used.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a zone 2 dissection using gore® tag® thoracic branch endoprosthesis (tbe). The physician attempted to advance the device into position, but due to wire wrap was unable to do so. The physician was unable to remove the wire wrap, so the device was removed and a 15cm device was used.

Manufacturer narrative:
Based on the new information, the gore device did not fail to deploy. Failure to advance the device due to wire wrap is not a reportable serious injury or malfunction. Therefore, this report is being retracted.